Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned completely unmated from the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was completely removed from the hemostasis sheath and the collagen and anchor were found stuck in the hemostatic valve. The deployment sleeve of the carrier tube was in the rear lock position with color bands fully exposed. The suture still uncut and connecting the carrier tube and hemostasis sheath. The bypass tube was found dislodge at the proximal end of the carrier tube assembly and the tamper tube was exited from the tube. There was a kink noted on the carrier tube. No other visual anomalies were noted with the device. Manual force was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was forcibly unmated and withdrawed from the carrier tube hub manually after a non-deployment pullout. However, the exact cause of the reported event cannot be definitely determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device pulled completely out of the patient without resistance. They broke apart the device and discovered that the anchor and collagen never exited the sheath therefore it pulled out. The estimated blood loss was less than 250cc's. The patient was unharmed. Manual compression was used to achieve successful hemostasis. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 20february2020: the procedure performed was a diagnostic coronary angiogram. The procedure sheath size used was a 6fr pinnacle, left common femoral artery. The patient had a large pannus which was taped up during the procedure. A pre-deployment angiogram was performed and there was good arterial access.